Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 patient codes.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.